Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, link and cuffs were not returned. The analysis of the returned device did not confirm the reported foot in the open position. The foot was properly seated within the guide handle. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, after deployment when removing the device, resistance was felt. After the device was removed from the patient anatomy, it was noticed that the footplate was in the open position. No vessel damage occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.